Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer performed a mechanism check and found that the cuvettes were a bit too full. One of the nozzles was also leaking, causing overflowing cells. Aspiration tubing was checked and replaced. Cuvettes were replaced. Reagent priming was performed and it was acceptable. Mechanical checks were acceptable. A photometer check and blank cell measurement were acceptable. Controls were run. Patient samples were repeated and the results agreed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. No specific units of measure were provided; they were provided as "umol". No questionable results were reported outside of the laboratory. The user repeated the sample since the initial value was seemingly too high. The sample initially resulted in a sodium value of 171 umol. The sample was repeated on a second analyzer, resulting in a value of 143 umol.